Event description:
Customer reported poor image quality, needs profile upgrade. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and changed the profile to improve image quality. System operates as intended. This MDR is related to ge healthcare complaint number.